Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that customer was advised that between last month and now they had to dump at least 3 or 4 catheters from each of 3 boxes of monthly supplies. The problem was that they could not get the catheter in, therefore had to try one, dump it and then take another to not have a problem. One time recently patient went through three and had to go to the doctor¿s office clinic, the nurse did the catheterization with them using another type of catheter. That evening the same thing happened with the 14 fr magic 3 coude catheter. Patient then went to the doctor the next afternoon on march 11th and was told that since the morning and afternoon was ok, but it was most likely due to the catheters. Customer also advised that they had this same problem over a year ago and had to have the doctor do an internal scan, finding the channel unobstructed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer was advised that between last month and now they had to dump at least 3 or 4 catheters from each of 3 boxes of monthly supplies. The problem was that they could not get the catheter in, therefore had to try one, dump it and then take another to not have a problem. One time recently patient went through three and had to go to the doctor¿s office clinic, the nurse did the catheterization with them using another type of catheter. That evening the same thing happened with the 14 fr magic 3 coude catheter. Patient then went to the doctor the next afternoon on (B)(6) and was told that since the morning and afternoon was ok, but it was most likely due to the catheters. Customer also advised that they had this same problem over a year ago and had to have the doctor do an internal scan, finding the channel unobstructed.